Manufacturer narrative:
(B)(6). Medical product: zimmer femoral component, zimmer tibial tray. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04154, 0001825034-2017-04155. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery for an unknown reason. At this time, there is no further information available.